Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, tandem, eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. Following pre-dilatation with a 2.0 x 9mm balloon catheter, a 38 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Subsequently, pre-dilatation was performed again and another stent was deployed with buddy wire support, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 271mm distal from the distal edge of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. The type of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found on issues with the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, tandem, eccentric target lesion with a bend of between 45 and 90 degrees was located in the mildly calcified distal right coronary artery. Following pre-dilatation with a 2.0 x 9mm balloon catheter, a 38 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent struts were flared up. Subsequently, pre-dilatation was performed again and another stent was deployed with buddy wire support, and the procedure was completed. No patient complications were reported and the patient's status was stable.